Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a button error alarm. They stated that the esc and act buttons are sticking. Their blood glucose was 243 mg/dl. During troubleshooting, the customer stated that the time did advance on their pump. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis. The customer also reported to have received a no delivery alarm the night before. The customer said that the no delivery alarm did not occur during manual prime. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis. The infusion set will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.